Event description:
The customer reported that hemoglobin (hgb) shifted low and out of range on 5c low quality control samples run on a coulter lh 750 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/03/2015. The fse indicated that the cause of the hgb issue was the hgb cuvette, following extensive troubleshooting in an attempt to identify the cause. The cuvette was replaced and the issue was resolved. (B)(4).